Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped and re-started. Their log files were sent in for review. Technical services saw that the pump stopped because there was a total loss of power to the system controller. It was also seen that the patient's backup battery (bb) operated the system until it was fully drained. Once the bb drained, the system controller and the pump both stopped operating. The system controller's clock reset when it lost power so it was unable to be determined how long the pump was off. Because of the pump stop the patient was urgently re-admitted to the hospital. It was believed that there was a power loss issue with the home power supply, and the patient was in the washroom while the event happened. The power loss issue was determined to be associated with the power module, and it was thought that the ac power cord come unplugged at the wall outlet as the patient was living in an urban area and the possibility of environmental cause was low. At the hospital the patient received intravenous (IV) inotropes and was reconnected to the proper power source. The patient recovered and was discharged from the hospital. Associated MFR for the power module: MFR # 2916596-2022-00946.

Event description:
It was communicated that the total loss of power occurred while the patient was on the mobile power unit, not the power module. It was suspected that the ac power cord became loose form the wall outlet side. The unit does have a v-lock connector. There was no additional technical troubleshooting or investigation since the patient was discharged without any notable mechanical issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the pump stopped due to a loss of external power to the system controller and depletion of the controller¿s internal battery. A specific duration of time for which the pump was stopped could not conclusively be determined. The submitted log contained data from (B)(6) 2022 to (B)(6) 2022. While operating on the mobile power unit the system controller lost external power on (B)(6) 2022, and the system began operating on the system controller¿s backup battery. The pump continued to operate as intended until at least 11:11:09 on (B)(6) 2022. The next line of data was recorded with the clock reset to 01:00:00 on (B)(6) 2001, indicating that the system had lost power due to the backup battery being fully depleted, causing a pump stop to occur for an undetermined amount of time. The pump resumed operating at the set speed when a 14 volt battery was connected to the white power cable of the system controller. The duration that the pump was stopped due to the loss of power cannot be determined. Before and after the loss of power, the pump appeared to operate as intended at the set speed. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ the heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. Section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook advises users to transfer from the mobile power unit to another power source in the event of a power failure. The is section states that, ¿the backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop.¿ section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 4, under ¿keeping your home safe,¿ advises users to check that the electric company has been notified of the need for priority power restoration during a power loss. No further information provided. The manufacturer is closing the file on this event.